Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the probe. The probe was manufactured on june 25, 2016; there were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on january 27, 2015. Based on qa assessment, the product met specifications at the time of release. A laser probe was received for evaluation. A visual assessment of the returned sample revealed the cannula was short. The laser probe was inserted into a 25ga trocar cannula, but became stuck near the bend of the nitinol, around where the junction of the cannula tip should meet the nitinol. The laser probe tip was measured using the 25 ga needle length gauge, where the cannula was not found to meet specifications, as the cannula was shorter than specifications. While the overall tip length was within specifications, the increased length of exposed nitinol caused by the shorter cannula creates a bend length greater than that of a conforming tip. The root cause of the reported event can be attributed to the shorter than specification laser probe cannula. However, how or when the product became nonconforming could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the laser probe was unable to be inserted into the trocar cannula during a surgical procedure. The product was replaced to complete the procedure with no harm to the patient.